Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was clarified that both results were reported outside of the laboratory. A revised report was provided to the physician after the repeat results were obtained. The repeat results were considered to be correct. Additional results for the 13 patient samples which were tested on the e-module and p-module were provided. Based on the data provided 9 patient samples were erroneous. One set of erroneous results was already reported on medwatch with patient identifier 1823260-2015-04007. An additional comparison was provided for that patient and will be covered on medwatch 1823260-2015-04007. The additional erroneous results obtained on the e-module analyzer will be covered on medwatch 1823260- 2015-04007. The additional erroneous results obtained on the p-module analyzer will be covered on medwatch 1823260-2015-04006. The patient identifier for the patient from the initial report was (B)(6). An additional comparison was provided for this patient. The creatine kinase liquid, acc. To ifcc (ck) result was 39 u/l. The repeat result was 106 u/l. Patient with identifier (B)(6) initial troponin t hs result was 66 (unit of measure not provided). The repeat result was 139 (unit of measure not provided). Patient with identifier (B)(6) initial creatine kinase liquid, acc. To ifcc (ck) result was 316 u/l. The repeat result was 77 u/l. This patient also had a troponin t hs result of 361 (unit of measure not provided). The repeat result was 798 (unit of measure not provided). It was clarified that no patients were adversely affected. The customer thinks they loaded the mpa racks with cups that had already been used on the instrument. The problem has not occurred since this realization and quality controls have been acceptable.

Manufacturer narrative:
During the investigation it was determined that a single hardware issue with both modules could be excluded. The root cause is identified as an operator error due to the customer loading already used hitachi cups on the mpa. The re-use of previously used hitachi cups should be avoided per product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable results for 13 patient samples from multiple assays tested on a modular analytics p-module and a modular analytics e-module. The customer provided 1 example of erroneous results for troponin t hs (high sensitive) troponin t hs from the e-module analyzer. The date of event was not provided. Patient information was not provided. It was noted that the results were reported outside of the laboratory. It is not known which results were reported outside of the laboratory or which results were considered to be correct. This information has been requested. The initial troponin t hs result was <5 (unit of measure not provided). The repeat result from another e-module analyzer was 124 (unit of measure not provided). The modular analyzer is connected to a modular pre-analytics (mpa). The initial tests were done in a hitachi cup automatically aliquoted by the mpa from the primary tube. The repeat tests were from the primary tube on the other line of the analyzer. Once the differences in results were noticed, quality controls were run and all were acceptable. The customer began to use the instrument again. It is not known if any patients were adversely affected. This information has been requested. No adverse event was reported. The troponin t reagent lot number and expiration date was not provided.